Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were referenced in the article. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿impact of continuous monitoring of the pulmonary venous pressure on the acute results of cryoablation: a derivation and validation study.¿ european heart journal. 2016; 37(supplement 1):631. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complications while using a cryoablation balloon catheter: there was one patient who experienced phrenic nerve palsy. The treatment/outcome is unknown at the time of this report. The status/location of the cryoablation balloon catheter is unknown. No further patient complications have been reported as a result of this event.